Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white female patient had impella cp pump inserted for cardiogenic shock (cgs). The patient¿s leg did not have pulses distal to right leg, so pump was removed for concerns of leg ischemia. As treatment a balloon was also inserted, and the patient¿s leg recovered.